Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(4)) revealed that the programmer controller board (pcb) was defective and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said shortly after they had received the replacement controller, the replacement controller started to freeze on the "looking for device" screen and the pt had to unplug the cord that was plugged into the controller multiple times to get the controller to unfreeze. Then, the pt was charging their implanted neurostimulator(ins) and dropped their controller on friday. Then, the pt finished charging their ins and plugged their controller into charge the controller on friday night. When the pt awoke on saturday, the green light on the controller was not illuminated and the controller was blank/unresponsive. During the call, the pt performed a hard reset on the controller but the controller did not respond. Pt unplugged the ac power supply and plugged the ac power supply back in and the controller responded with a screen that said "memory low" and "replace controller batteries soon." Pt installed the li battery pack, but the "replace controller batteries" screen would not disappear. Then, the pt said the green light was not blinking on top of the controller even though the controller was plugged into the ac power supply and the li battery pack was installed. Pt unplugged the ac power supply and the controller went blank/unresponsive. Pt plugged the ac power supply back in two times, but could not get the controller screen to turn back on. Pt inspected the battery compartment pins and the li battery pack contacts, but no damage was detected. Pt said the controller was "maybe rattling a little bit." Pt inspected the controller port, but no damage was detected. A replacement li battery pack and controller was sent to the patient. Pt mentioned they charge at night because they were so mobile during the day.